Manufacturer narrative:
One (1) 0036550 1/4" x 12' suction tubing was returned for evaluation of "insufficient heatseal or blister pack." Visual inspection by the packaging engineer revealed the sample pouch had an open seal with seal transfer in the area of the complaint less than 1/4." This indicates that part of the device was in the seal area during the sealing process of the form, fill and seal machine. This open seal resulted in a breach in sterility, therefore this complaint is confirmed. This device was manufactured on 29-october-2015. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing (B)(4) devices only this complaint has been received for this product lot and event description. A 2-year review of device family history revealed (B)(4) complaints involving (B)(4) devices, (B)(4) of which have been confirmed or are pending evaluation of "insufficient heatseal." (B)(4). The reported packaging anomaly was obvious to the distributor, prompting return of the device for evaluation and replacement. This failure mode has been addressed in the risk documents. To date, there have been no long term adverse effects from any of these reported incidents however, an investigation has been initiated to prevent further occurrences. Nonetheless, to prevent future recurrences, an investigation has been initiated to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(4), one (1) 1/4" x 12' suction tubing package was discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.